Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 cubie b6 not recovering. A field service engineer, reseated all rowtrays connections at both the controller board and rebooted device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The field service engineer also confirmed that there was a delay in accessing medication to patient.

Event description:
It was reported when using the pyxis medstation es system, the cubie pocket failed. There were no adverse events or injuries reported based on this incident.